Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was observed that two dissection tips on three vasoview 6 pro devices were not visible on the monitor as a white point. The hospital did not report any pt effects. The same device was used to complete the procedure. Refer to MFR report #'s 2242352-2013-00514 and 01315 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the dissection tip was returned in a new, sealed pouch accessory pack. We opened the opened the pouch to do a functional test on the dissection tip. The device was attached to a reference endoscope and viewed on a monitor; no non-conformities were found during the functional testing. Based upon the rec'd condition of the device, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).